Event description:
It was reported that the patient received five inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. Additionally, the device algorithm designed to prevent twos failed to prevent the inappropriate shocks. Follow up is in process for additional information. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received five inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. Additionally, the device algorhythm desiged to prevent twos failed to prevent the inappropriate shocks. It was further reported that the lead sensitivity was reprogrammed the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2013 (B)(6). (B)(4).